Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose value at the time of incident was 47 mg/dl. Customer stated that they were treated with food for the low blood glucose reading. The customer's current blood glucose level was 142 mg/dl. Auto mode feature was active at the time of the low blood glucose event. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.